Event description:
The dealer alleges that the pump on a unknown lift was not functioning pin broke leaking.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.